Event description:
It was reported that an unspecified cartridge alarm occurred. Customer was unable to provide additional information and continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.